Event description:
It was reported that, during use of the closurefast catheter with a radio frequency generator, the catheter was not responding and was not recognized by the generator, and the specific generator message was unknown. The catheter lumen was not flushed prior to use, and a guidewire was not used for insertion. The physician completed the procedure by using a new catheter with the same generator, and no issues were reported with the replacement catheter. No additional treatment was required. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the catheter was damaged.

Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. Examination revealed bubbling of the heating element/coil. The heating element/coil was not exposed. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Visual inspection of the returned catheter revealed two kinks along the shaft; the kinks were observed at approx. 71.9 cm and 86.4 cm from the distal tip of the device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.